Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and impedances of less than 100 ohms. It was noted that the impedances had gradually decreased over the past approximately two months. Noise was observed and oversensed in both unipolar and bipolar configurations. The lead was tested in unipolar configuration and pacing was available with impedances of 230-240 ohms. Boston scientific technical services (ts) noted it appeared to be an insulation breach. No adverse patient effects were reported and the patient was noted to have a good underlying rhythm. The physician would discuss lead replacement with the patient, as it was yet to be determined when this would occur.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was later performed to surgically cap and abandon the lead. No adverse patient effects were reported.